Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump had a no delivery alarm that was resolved by a complete set change. Customer experienced a high and low blood glucose events. Blood glucose reading was around 500 mg/dl and 536 mg/dl and treated with insulin pump. Low blood glucose reading was around 30 mg/dl and treated. Customer declined high and low blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The insulin pump is expected to return for analysis.